Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), fatigue ("other injuries/symptoms: fatigue") and swelling ("other" please describe: swelling"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, allergy to metals, migraine, headache, nausea, fatigue and swelling outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, nausea, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), nickel allergy, perforation fallopian tubes, migraine, headaches, nausea, fatigue, swelling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.